Event description:
Customer called stating she is experiencing blood glucose versus sensor glucose issues. Customer's blood glucose was 169 mg/dl and sensor glucose was 94. After troubleshooting, customer was advised the sensor appeared to be responding to changes in glucose. Customer was advised to monitor the issue. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.